Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating air bubbles in reservoir and infusion set. Customer's blood glucose was 496 mg/dl. During troubleshooting, customer was assisted in releasing air bubbles. It was found that insulin pump was rewound with reservoir in place. It was also found that insulin was not stored at room temperature. Customer was advised to change supplies.